Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure for intestinal obstruction, while being applied at the anastomosis the device was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. There was no patient injury.